Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be implanted, potentially due to the distal screw at the lead tip and an issue with the lead design. The ra lead was not used and replaced during the procedure. There were no patient consequences.